Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced spinal osteoarthritis ("degenerative spine") and scoliosis ("degenerative scoliosis"). The patient was treated with surgery (total laparoscopic hysterectomy on (B)(6) and e-free). Essure was removed. At the time of the report, the medical device removal, spinal osteoarthritis and scoliosis outcome was unknown. The reporter considered medical device removal, scoliosis and spinal osteoarthritis to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, degenerative spine and scoliosis. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced spinal osteoarthritis ("degenerative spine"), scoliosis ("degenerative scoliosis") and astigmatism ("I have an astigmatism"). The patient was treated with surgery (total laparoscopic hysterectomy on (B)(6) and e-free). Essure was removed. At the time of the report, the medical device removal, spinal osteoarthritis, scoliosis and astigmatism outcome was unknown. The reporter considered astigmatism, medical device removal, scoliosis and spinal osteoarthritis to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, degenerative spine, scoliosis and astigmatism quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced spinal osteoarthritis ("degenerative spine"), scoliosis ("degenerative scoliosis") and astigmatism ("I have an astigmatism"). The patient was treated with surgery (total laproscopic hysterectomy on 7/16 and e-free). Essure was removed. At the time of the report, the medical device removal, spinal osteoarthritis, scoliosis and astigmatism outcome was unknown. The reporter considered astigmatism, medical device removal, scoliosis and spinal osteoarthritis to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, degenerative spine, scoliosis and astigmatism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: event "astigmatism" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.